Event description:
This is filed to report the steerable guide catheter leak. It was reported that during preparation of the steerable guide catheter (sgc), the sgc failed to hold column. The device was not used, there was no patient involvement. A new sgc was used to complete the procedure. There was no clinically significant delay to the intended procedure. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.